Event description:
It was reported that the patient initially presented at a nursing home with wound dehiscence and pocket erosion. On (B)(6) 2026, small areas of drainage and open areas over the device pocket were identified, and the patient was reported to be picking at the incision site. Subsequently, when the patient presented to the hospital, the pacemaker was found to be exposed. The pacemaker was explanted and replaced. The patient remained in stable condition.